Event description:
It was reported that at the end of the procedure when the armada 14 balloon was being retracted, resistance was felt and the catheter was pulled strongly. The proximal shaft subsequently separated. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the resistance experienced during retraction was encountered between the armada balloon and the guiding catheter. There was no resistance encountered with the pilot guide wire used during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - incorrect removal. Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the armada 14 percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: maintaining a vacuum in the balloon, withdraw the catheter. Gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. Although it was noted that the physician used moderate force in the attempts to remove the device, this was due to the balloon interacting with the guiding catheter, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties.